Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. Additional information was requested regarding the detachment of the crimped stent, however no information was made available. A visual and tactile examination found hypotube kinks along the catheter shaft and a kink 4.5mm distal of exit port entry on the shaft polymer extrusion profile. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-apr-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 3.00x28mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.